Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a delivery issue with their webshop purchase. The customer indicated they received a freestyle libre 14-day sensor instead of the freestyle libre 2 sensor. Unlike the freestyle libre 2, the freestyle libre 14-day system does not possess glucose alarm functionality. The customer was therefore not made aware of changing glucose levels as there is no functionality of the device to provide a glucose alarm, and experienced a loss of consciousness. However, customer was able to self-treat with glucose upon regaining consciousness. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. Attempted to activate high/low glucose alarms with an ios/fsll using a good known libre 2 sensor. The ios/fsll successfully receive high/low glucose alarms. No issue were identified with the librelink app. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a delivery issue with their webshop purchase. The customer indicated they received a freestyle libre 14-day sensor instead of the freestyle libre 2 sensor. Unlike the freestyle libre 2, the freestyle libre 14-day system does not possess glucose alarm functionality. The customer was therefore not made aware of changing glucose levels as there is no functionality of the device to provide a glucose alarm, and experienced a loss of consciousness. However, customer was able to self-treat with glucose upon regaining consciousness. There was no report of death or permanent injury associated with this event.